Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the two ten/eleven millimeter outer gaskets tore immediately after putting a device through them. They had to be replaced. They came from a ftr73 kit (lot# l4az8u). There was no consequence to the pt.